Event description:
It was reported that an x-ray revealed that the lead insula- tion was abraded. The lead was taken out of service and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.